Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2022, a tavi case was being performed. During the procedure the patient went into complete heart block. On (B)(6) 2022, the patient was implanted with a permanent pacemaker to resolve the event.

Manufacturer narrative:
An event of heart block during the implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had pre-existing arrhythmia, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6. Health effect - impact code : 4641 unexpected medical intervention code removed.

Event description:
N/a